Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that the patient had a motor stall a few weeks ago with a recovery and no symptoms but also stated he did not have magnetic resonance imaging (MRI). The agent reviewed potential for stall with exposure to magnets as well as monitoring for additional stalls.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via a company representative who reported that the patient was doing well and there had been no further problems.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer representative (rep). It was reported that they did a pump replacement for end of service life as the pump was 7 years old. The rep stated that everything went well and there were no problems. The hcp had the dose turned down temporarily from 8000 mcg to 6000 mcg, and the patient followed up with the hcp the next day in the office. The explanted device was discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.